Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. Therefore; g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported halberd 18 guide wire was returned for evaluation. Missing of the tip was confirmed on the returned guide wire. The fractured coil was elongated for approximately 39.5cm from the proximal solder that was originally set at 11cm from the tip. The fracture end of the core wire was found at approximately 10.5cm distal to the proximal solder. Each fracture end was microscopically observed. The fracture end of the core wire was oblique, bent, and twisted. A longitudinal crack was observed on the oval fracture surface. These finding suggested that the core wire was fractured by torsion and bending stress. The fracture surface of the coil was flat. It indicated that coil fracture was attributed to torsion that was generated when the coil was unraveling. From the above, it was estimated that approximately 5mm of the tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provide information and investigation outcome, it was presumed that bending stress and torsion generated with wire manipulation in attempts to cross had most likely contributed to fracture of the core wire. The applied stress would localized and therefore exceed the product design limit when the wire tip was being caught likely by the calcified lesion. Tensile stress generated with wire removal then made the coil elongate and fracture, eventually separating the tip. It was concluded that this event was not attributed to product quality. It was unable to completely rule out a possibility that missing tip fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effect] separation of the guide wire.

Event description:
It was reported that an asahi halberd 18 guide wire was used in an endovascular treatment (evt) to treat a moderately calcified 75-90% stenosis in the anterior tibial artery. During removal, the tip of the wire had come loose/broken. The tip was still attached to the wire though. This happened while removing the wire from the catheter.